Manufacturer narrative:
H.6 investigation summary: nine samples received for investigation, samples were evaluated for loose foreign matter in the fluid path and any presence of lubricant. During the visual inspection carried out on the 9 samples sent by the client, no foreign particles were observed within the fluid path, in addition, the silicone content test was compliant, it should be mentioned that silicone is a medical grade and is the only substance that is inside the syringe fulfilling a lubricating function. During the documentary investigation, no records of quality notifications were observed during the process, the lot was inspected and subsequently released according to the established quality criteria, however, the client sent 9 physical samples, which were sent to the control laboratory of quality for its functional evaluation having compliant results. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that visible droplets were seen inside the still-packaged bd luer lok¿ syringe before use. The following information was provided by the initial reporter: "sales rep called in to report that his customer visualized droplets inside syringe inside the package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that visible droplets were seen inside the still-packaged bd luer lok¿ syringe before use. The following information was provided by the initial reporter: "sales rep called in to report that his customer visualized droplets inside syringe inside the package."